Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator was alarming high peep along with several other alarms. The covid patient ended with a pneumothorax and desaturated.

Manufacturer narrative:
The affected device was tested and repaired by the hospitals biomed and the log file was provided for analysis. The log entries and given alarms indicate liquid in the hose system resulted in an obstruction on the expiration side of the breathing circuit. The device reacted as specified to the high airway pressure resulting from the obstruction by performing a pressure relief and posting the visual and audible alarms ¿peep high¿ and ¿airway pressure high¿. It can be concluded that an obstruction in the breathing circuit was the root cause for the reported event. It was reported by the biomed that the flow sensor and cable were replaced. Afterwards a device check passed without deviation. Based on the log entries it could be confirmed that there were sporadic issues with the flow sensor cable. However, this issue was not related the reported event. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator was alarming high peep along with several other alarms. The covid patient ended with a pneumothorax and desaturated.